Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no audio on app occurred. Data was provided for evaluation. The reported issue was not confirmed. The probable cause was determined to be potential patient misuse. No additional event or patient information is available.